Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during early use of the ilet bionic pancreas, the user experienced fluctuating glucose with a peak of approximately 285 mg/dl followed by a low to 45 mg/dl after a meal announcement; review of reports showed prolonged hyperglycemia for about four hours with three units of insulin on board attributed to automated correction over time, not a single bolus. Symptoms included hypoglycemia requiring treatment with fast-acting carbohydrates, without loss of consciousness or other acute sequelae. Outcomes included no need for assistance and no medical intervention. Investigation included review of device data and user education on device display, report viewing, and learning phase expectations. Investigation of this case revealed that insulin delivery was consistent with automated corrections in response to elevated glucose and that the device generated low glucose alerts. It was concluded that the event involved hypoglycemia with unclear cause after a period of hyperglycemia, and that troubleshooting and education were completed.